Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, and displacement test or verify failed batt test alarm due to unresponsive button. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners. The test reservoir locked in place properly and no anomaly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the crack near the reservoir entry, insulin pump had rejected batteries once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.